Manufacturer narrative:
The device is not available for complaint investigation because the customer discarded it. A review of the device history record is pending.

Event description:
Leakage was reported with a microclave® clear neutral connector during a patient's chemotherapy infusion. The patient noticed moisture around the cap and liquid pooling around the threads and reported minimal leaking. Upon flushing there was minor leaking. The report states that cap appeared to have 2 damaged spots on the small cap, where slivers of plastic were noticeable. Unsure if the cap was damaged at some point". The cap was discarded in the chemo waste bin because they were concerned about chemo exposure. The device appeared to have a very small crack, which was believed to be due to trauma, and not a defect of production. Drops may have soaked into the patient's shirt, but there was no exposure to anyone else. There was a delay in chemotherapy administration in order to replace the cap. No spill kit was used, but full precautions were taken. The tubing was not replaced, just the cap. Infusion was resumed. It appeared to bleed back only drops, which may have made the drops pink-tinged after the nurse pulled back blood to check blood return, but it was reported that it was not actually bleeding back. There was no report of any human harm associated with this complaint/event.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.